Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, a correction is required. The initial submission was erroneously submitted as a 5-day report and should have been submitted as a 30 day report ¿ malfunction. The firm was not required to initiate action to prevent an unreasonable risk of substantial harm.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection no additional event or patient information is available.